Event description:
Peripheral intervention of cto of rt sfa. Unable to cross lesion using antegrade approach therefore, cto was attempted to be crossed from retrograde pedal artery access. The abbott bmw .014/300 wire was used and was attempted to be snared from antegrade access but the wire was. No adverse affects noted and procedure was successfully completed.